Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log file downloaded from the returned controller, was investigated. The downloaded log file contained approximately 27.5 days of data ((B)(6) 2019 per the timestamp). The log file captured no external alarms due to a temporary loss of power while connected to the mpu at 3:52 on (B)(6) 2019, 1:13 on (B)(6) 2019, and 4:07 on (B)(6) 2019. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power from the mpu was restored. The controller was connected to the mpu several other times throughout the log file with no issues observed. The driveline was disconnected on (B)(6) 2019 at 11:59:49 and both power cables were disconnected approximately 43 seconds later to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests for additional information were made to obtain additional event information (including the serial number of the mpu, if the mpu would be returned for evaluation, if the cause of the loss of power was determined, and if the patient has a locking ac power cord); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis of the controller that was exchanged on (B)(6) 2019 revealed a no external power event.